Event description:
A customer reported a temperature alarm on their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer used supplies provided by tandem while charging the pump, and there was no exposure to extreme temperatures. The customer reverted to multiple daily injections for insulin delivery and was instructed by technical support on how to store the pump and return it for a replacement using a pre-paid label. The replacement process was confirmed, and the customer understood the steps involved.